Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red heart and driveline disconnect alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6) ). The data entries from july 21, 2021 to july 28, 2021 were reviewed. From july 21 to jul 27, the system operated at the stored patient speed value of 5,500 rpm. It was noted there were unexpected power cable disconnected alarm events on july 26. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value when the system was supported on 14v battery power. On july 28 at 12:36 am, a no external power alarm event was captured. According to the voltage values, there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at 5,500 rpm. Power was restored within the same minute and the alarm cleared. At 10:08 am, intermittent low voltage advisory (yellow battery) alarm events were captured over approximately two minutes relating to transient battery fuel gauge voltage value. These intermittent alarm events were captured when the system was supported on the 14v battery power. The system continued to operate at 5,500 rpm. At 10:11 am, the driveline disconnect alarm event became active with associated low flow and lvad off alarm and remained active until 6:42 pm. The alarm event appears to be the result of a physical disconnection. At 6:42 pm, the shutdown sequence was completed. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The driveline connector bulkhead was unremarkable, and no functional issue was identified that could be correlated to the driveline disconnect alarm event captured in the log file. Electrical measurements of the underlying wires did not reveal any short, severed, or conductor breakdown condition that could potentially be related to the unexpected power cable disconnected and intermittent low voltage advisory alarm events captured in the log file. It was noted that during the evaluation of the 14v battery clips (lot # 7612033, designated as 1 of 2) and 14v batteries (serial # (B)(6) ), an unexpected power cable disconnected alarm was reproduced when the 14v battery was manipulated. The evaluation determined there were foreign debris on the metal contacts preventing proper contact. The metal contacts were cleaned with alcohol and the unexpected alarm could not be reproduced when the battery was manipulated. This finding is consistent with the unexpected power cable disconnected and intermittent low voltage advisory alarm events captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 18jun2020. Heartmate 3 patient handbook in section 2, entitled ¿how your heart pump works¿, covers how to replace the running system controller with a backup system controller. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was deceased at the scene. The patient was found on the floor while the patient's controller and batteries were found on the bed. The controller was alarming and the caregiver changed the batteries to the mobile power unit (mpu). The controller had a constant audible red broken heart alarm stating that the driveline was disconnected for 440 minutes. The controller was put in sleep mode. The device operated as expected and the cause of the death was not device related. The cause of death was unknown. The log file showed the pump operating as intended with routine power source changes on (B)(6) 2021. On (B)(6) 2021 the log contains a no external power and low battery hazard events while on the mpu. Mpu appeared to have briefly lost ac power causing the alarms. The controller did switch to backup battery power appropriately during this time. Ac power restored to mpu. On (B)(6) 2021 the pump operated as normal and the white and black cable were switched to battery power. There were then six low power advisories from the black controller cable recorded. The driveline was disconnected on (B)(6) 2021 at 10:11 am. The pump was off and then the controller was shut off. Related manufacturer report number of pump: 2916596-2021-04685, related manufacturer report number of mpu: 2916596-2021-04687.